Event description:
The heat shrink fell into the abdominal cavity and was retrieved.

Manufacturer narrative:
At this time, microline surgical is awaiting the suspected device back so an investigation can be conducted. Once the results of the investigation are available, a final adverse event report will be submitted.